Manufacturer narrative:
Philips service replaced the flexvision-2_revised pc no hdd, returning the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision computer failed to initialize after system stop on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.